Manufacturer narrative:
Date of explant is unknown. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-01282. It was reported that patient underwent surgical intervention at unknown date for unknown reason wherein the entire scs system was explanted.